Manufacturer narrative:
(B) (4). (B) (4) - damage to drive connector or coupling - not labeled. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the drive coupler is broken on the motor drive unit. It was not used during a case. No pt consequence reported.